Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ran out of u200 insulin and elected to stop using the ilet, declining a factory reset needed to switch to u100, and instead used a dexcom g7 with multiple daily injections; a blood glucose value of 322 mg/dl was noted after no insulin delivery for an extended period, and device data were unavailable due to insufficient information about ongoing use. Symptoms included hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.